Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The front panel display was not present due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during preparation for a gallbladder surgery, their olympus high flow insufflation unit's front display disappeared. According to the initial reporter, the intended procedure was completed with another device without any delay or harm to the patient.

Manufacturer narrative:
This case has been discovered to be a duplicate report with MFR report number 8010047 2022 08109. From this moment forward, all information concerning this event will be reported out under 8010047 2022 08109.